Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced leaking from a pod while being worn on the arm and developed high blood glucose (bg) levels and an abscess that became infected, leading to seeking medical attention. The patient was prescribed at the emergency room (ER) antibiotics (name unspecified) to treat the affected area. The pod was discarded.